Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) prematurally depleted. The last follow up was 6 months ago, with a voltage of middle of life 1 and a charge time of 13 seconds. No shocks were delivered since that time. Elective replacement indicator was triggered 4 months ago, and end of life one month later. The patient did not report hearing tones. The device was explanted and replaced.